Manufacturer narrative:
Investigation summary: the customer reported a filter leak and returned one used sample. The sample was infused with water in the lab, and the leak was confirmed from the proximal air vent. The filter was sent to the filter supplier for further investigation. The filter supplier found the root cause to be a partial vent coupon which happens infrequently when the reel advancement motor does not advance the reel sufficiently. This is the first filter assembly issue traced to this code in the last five years, and no further actions were deemed necessary. Device history record review for model 11532269 lot number 22105279 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ low sorbing infusion set leaked. The following information was provided by the initial reporter: I¿ve attached a video, but it appears that solution leaks from the filter portion of the tubing.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ low sorbing infusion set leaked. The following information was provided by the initial reporter: I¿ve attached a video, but it appears that solution leaks from the filter portion of the tubing.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.